Event description:
It was reported that the implant case was cancelled mid procedure due to an anesthesia issue. During the case, the patient was throwing up bile and the crna that was running the case was not comfortable with proceeding.